Manufacturer narrative:
Manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On unknown date a computed tomography (CT) abdomen and pelvis was performed, and it revealed that the filter was located in the midline without significant tilt. There was perforation of the primary struts and secondary struts beyond the wall of the inferior vena cava. There was no organ perforation or associated organ perforation. There was however perforation within the retroperitoneal fat in the mesenteric fat. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.